Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the ¿up¿, ¿down¿ and ¿ok¿ buttons. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was duplicated. The pump powered up to the display screen with the auditory and vibratory features. The ¿up¿, ¿down¿ and ¿ok¿ buttons were unresponsive. Keypad cover was undamaged and removal of the cover did not find any contamination under the button contacts. Pump casing was opened and the keypad wire was found not fully seated in the connector.